Manufacturer narrative:
Five unopened samples from lot #978747 and one from lot #979201 were returned and evaluated. Visual inspection found no irregularities. Functional testing found no problems. Previous reports of this nature found excess hydromer coating in the tubing. To resolve the problem, dessicant has been added to the shipments of tubing from the MFR to the assembly plant. This corrective action has resolved the problem. While co did not identify any problem with the returned samples, the above may have contributed. Other cause of the problem is failure to follow package instructions. Co cannot determine which caused failure.

Event description:
Customer reports, that the feeding tube was lubricated as per instructions and it was easy to move the guidewire up and down in the tube while it was outside the pt. The lubrication was repeated and the tube placed in the pt, but the guidewire then "adhered to the wall of the catheter". When dislodged, the guidewire " came away from the stylet."